Event description:
It was reported that cgm displayed error message 42 while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset pump did not display error again and customer successfully started new sensor session.